Event description:
It was reported that this patient underwent a routine generator change out procedure and during the procedure, it was found that the right ventricular (rv) lead had been exhibiting a gradual increase in shock impedance measurements, most recently, reaching a high out of range measurement, measuring greater than 125 ohms. The physician attempted to reprogram the device, but was unsuccessful, therefore, opted to surgically abandon and replace the rv lead. A new rv lead was successfully implanted. No adverse patient effects were reported.